Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The clinic reported the following event : "implantation failure. They couldn't have impacted."

Event description:
The clinic reported the following event : "implantation failure. They couldn't have impacted."

Manufacturer narrative:
An event regarding seating/locking issues involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis inspection indicated "metal transfer markings observed on head and taper consistent with attempted assembly with stem. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the event nor the exact cause could be confirmed because insufficient information was provided. A material analysis inspection indicated "metal transfer markings observed on head and taper consistent with attempted assembly with stem. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." If further information becomes available this investigation will be re-opened.